Event description:
It was reported that the insulin gauge displayed a different amount than expected on a previous day, with a discrepancy greater than 30 units observed. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge.